Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular over-sensing was noted on the implantable cardioverter defibrillator. The ventricular events were intermittently being blanked during atrial paced events. Programming changes were discussed. No additional information was reported.